Manufacturer narrative:
(B)(4).

Event description:
It was reported that assistance on reviewing episodes of non-sustained v oversensing was requested. Pseudo pseudofusion appeared to be the root cause of the episodes and they were mostly occurring during high pacing rates. The patient appeared to be having a slow vt concurrent with some of the pseudo pseudofusion. Programming change was recommended. The patient was noted to be in good and stable condition. No other information was provided.